Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. After 1 debranch bypass surgery (lcca-lsca bypass) was performed, the device was implanted from a position where the partially uncovered stent was slightly covering of the left common carotid artery. After placement, the angiography did not show any delay in a blood flow into the left common carotid artery, but weakened pulse was noted with pulse-taking. As a treatment, a stent was placed in the left common carotid artery and the procedure was completed. Pulse of the left common carotid artery was improved. The physician admitted that he had deployed the device more on proximal side than planned.

Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, improper stent graft placement and vessel occlusion. H.6. Investigation conclusions code d1102: the IFU also notes that care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area with any portion of the gore® tag® conformable thoracic stent graft, including the partially uncovered stent. Added h.6. Component code. Updated h.6. Investigation findings from c21 to c19. Updated h.6. Investigation conclusions from d16 to d1102. Added h.6. Investigation conclusions d12.